Event description:
During post dilatation the nc sprinter balloon burst/leak/ruptured.

Event description:
A 2.0x12mm sprinter legend was used to pre-dilate a b2 lesion in the distal circumflex. The balloon was inflated to 6atm and failed. Dr (B)(6) indicated that resistance was encountered in attempting to get to the lesion and a buddy wire was used

Manufacturer narrative:
Results: device or procedural images not provided for review. Conclusion: device or procedural images not provided for review. (B)(4).

Event description:
Evaluation summary: there was liquid present in the inflation lumen and balloon. The balloon folds were intact. Negative purge was performed and a constant stream of air bubbles was seen to enter the syringe confirming the presence of a leak in the device. On pressurization of the device a leak was detected on the working length of the balloon. A longitudinal tear starting proximal to the distal inner shaft marker and running up to the distal cone was visible along the crease inside the fold.

Manufacturer narrative:
Results: related to operational context-as the root cause of the reported event was most likely procedural related; conclusion: related to operational context-as the root cause of the reported event was most likely procedural related.